Manufacturer narrative:
(B)(4). Medical devices - unknown cup; unknown head; unknown stem. Report source: (B)(6). Study - noncemented total hip arthroplasty in sickle-cell disease: long-term results. It is unknown if product will be returning to zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. (B)(4).

Event description:
It was reported that seven patients were reported to have osteolysis. Three patients were revised with another fixed shell and bone grafting and four patients received replacement liners and bone grafting.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause could not be determined with information available. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.